Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: roux-en-y. According to the reporter: the knife cut the tissue, but the staples did not form properly and the anastomosis stayed open when the instrument was opened. Later the surgeon closed it by hand and this prolonged the procedure by 2 hours.